Event description:
End user reported to cardinal health stating dull needles in her box made her bleed.

Manufacturer narrative:
After contacting the complainant the company was informed that they had discarded the product and were not able to provide lot information required for the manufacturer to perform further investigation.